Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they had sensor reading discrepancies. Blood glucose value was 165 and 155 mg/dl, while the sensor glucose was 83. The customer stated that blood glucose value at the time of the call was 151 mg/dl and insulin delivery was suspended due to inaccurate sensor reading of 60. The customer was advised about insertion and calibration best practices. The sensor will not be returned for analysis.